Event description:
Manufacturing defect with bd precisionglide needle 16g x 1" item#305197, lot 4159416, exp 07-31-2029. Inadequate glue or adhesive securing needle to luer lock hub has caused multiple failures including needle falling out of luer lock hub for insufficient adhesive and inability to secure luer lock to syringe due to too much adhesive. Many variations of over/under application of adhesive in our inventory for this lot.